Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('perforation of ovarian capsules'), device expulsion ('foreign body in uterine wall') and embedded device ('uterus with embedded essure.') In an adult female patient who had essure (batch no. C96081,c05081) inserted for female sterilisation. The patient's medical history included adenomyosis, multiparous, uterine dilation and curettage, cystoscopy, endometriosis ablation, pelvic adhesions, pelvic pain, dyspareunia, menometrorrhagia, dysmenorrhea and polycystic ovarian syndrome. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy (closed).). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, device expulsion and embedded device outcome was unknown. The reporter considered device expulsion, embedded device and ovarian perforation to be related to essure. The reporter commented: placed with two trailing coils on the right and one trailing coil on the left. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: "previously reported event medical device removal replaced with perforation of ovarian capsules. Other events foreign body in uterine wall and uterus with embedded essure added and made medically significant and intervention required due to surgery. Reporter, lot number, medical history, essure removal date and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('perforation of ovarian capsules'), device expulsion ('foreign body in uterine wall') and embedded device ('uterus with embedded essure.') In an adult female patient who had essure (batch no. C96081inv,c05081inv) inserted for female sterilisation. The patient's medical history included adenomyosis, multiparous, uterine dilation and curettage, cystoscopy, endometriosis ablation, pelvic adhesions, pelvic pain, dyspareunia, menometrorrhagia, dysmenorrhea and polycystic ovarian syndrome. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy (closed).). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, device expulsion and embedded device outcome was unknown. The reporter considered device expulsion, embedded device and ovarian perforation to be related to essure. The reporter commented: placed with two trailing coils on the right and one trailing coil on the left. Lot numbers reported (c96081,c05081) are inv. Most recent follow-up information incorporated above includes: on 11-jan-2021: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('perforation of ovarian capsules'), device expulsion ('foreign body in uterine wall') and embedded device ('uterus with embedded essure.') In an adult female patient who had essure (batch no. (C96081,c05081)-not valid) inserted for female sterilisation. The patient's medical history included adenomyosis, multiparous, uterine dilation and curettage, cystoscopy, endometriosis ablation, pelvic adhesions, pelvic pain, dyspareunia, menometrorrhagia, dysmenorrhea and polycystic ovarian syndrome. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy (closed).). Essure was removed on (B)(6) 2018. At the time of the report, the ovarian perforation, device expulsion and embedded device outcome was unknown. The reporter considered device expulsion, embedded device and ovarian perforation to be related to essure. The reporter commented: placed with two trailing coils on the right and one trailing coil on the left. Lot numbers reported (c96081,c05081) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.